Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been provided. This complaint has now been closed.

Event description:
Air bubble came out from the cutter. Unfortunately the lot number is unknown and also the instrument in question was already discarded. So we just report the matter this time. However, please take this problem very seriously. Despite you informed that dorc solved this problem, the same problem happened again. Please let us know your opinion on this matter.